Event description:
The caller reported that the 8perc tracheostomy tube was in less than a week and the doctor was coming into remove the tracheostomy tube and put an 8 dct in its place. The caller stated that the 8perc tracheostomy tube cracked between hub and flange, and is broken away from the flange.

Manufacturer narrative:
The 8perc tracheostomy tube lot number 0810000085 was received for eval. The failure observed in the sample was the snap head separated from the tracheostomy tube. The failure snap head separation was confirmed. See scanned page.